Manufacturer narrative:
Gardenebroek, t.j., bemelman, m., leenen, l.p.h., (2009) pseudarthrosis of the ribs treated with a locking compression plate. J bone joint surg am, volume 91, pages 1477-9. This report is for an unknown screw/unknown quantity/unknown lot. UDI: unknown part and lot number, UDI is unavailable. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number were provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following article: gardenebroek, t.j., bemelman, m., leenen, l.p.h., (2009) pseudarthrosis of the ribs treated with a locking compression plate. J bone joint surg am, volume 91, pages 1477-9. ((B)(6)).this article presented the results of three cases in which pseudoarthrosis of rib fractures were treated with open reductions and internal fixation with use of locking compression plates. The implants used in the three cases were a small-fragment locking compression plate with self-drilling unicortical screws (synthes, (B)(4)). The third patient (case 3) was a (B)(6) man with high-energy thoracic trauma six months prior to presentation. He sustained fractures of the 4th through 10th ribs on the left side. He had persistent pain on mobilization after non-operative therapy. A 3-d CT scan reconstruction showed a pseudoarthrosis of the 6th, 7th and 8th ribs. Because of the severity and persistence of pain, osteosynthesis was performed on the 7th, 8th, and 9th ribs using 3 locking compression plates, each with 6 non self-drilling unicortical screws. Complications: patient had some discomfort with certain movement at 18 months post-operative period and the implants were removed. This is report 11 of 21 for (B)(4). This report is for unknown screws (self-drilling unicortical), unknown lot number and unknown quantity.the copy of the literature article is being submitted with this medwatch.